Event description:
As reported, the indicator of a 6f exoseal vascular closure device (vcd) never turned black during the retraction of the handle and sheath. The operator estimated that the position was almost there, so he pressed the button to deploy the plug, but the button could not be pressed, so he had to withdraw all the instruments outside the body and perform manual compression hemostasis. There was no patient injury. The procedure was a lower extremity stent implantation. The patient had severe atherosclerotic stenosis of the right lower extremity, and the vcd was used to stop bleeding after stent implantation. The operator had been trained in the device. The patient had no history of infectious disease. The product will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator of a 6f exoseal vascular closure device (vcd) never turned black during the retraction of the handle and sheath. The operator estimated that the position was almost there, so he pressed the button to deploy the plug, but the button could not be pressed, so he had to withdraw all the instruments outside the body and perform manual compression hemostasis. There was no patient injury. The procedure was a lower extremity stent implantation. The patient had severe atherosclerotic stenosis of the right lower extremity, and the vcd was used to stop bleeding after stent implantation. The operator had been trained in the device. The procedure used a retrograde approach. The device was stored and prepped according to the IFU. There were no visible signs of device or package damage prior to use. The device was used with a cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site did not have visible calcium or plaque. There was no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and no anomalies were noted to the loop. The patient had no history of infectious disease. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position and the indicator wire was found deployed. A cordis avanti sheath was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. The guard locking simulation could not be performed due to the guard being already in a locked condition. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the device since the device was able to achieve the window transition and full deployment during the functional analysis. The cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.